Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported that her blood glucose was 570 mg/dl and has treated with manual injection. Customer stated that the insulin pump had a crack and she cannot do prime. Troubleshooting was done. . Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).